Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #m90v2p. The batch history records were reviewed with no anomalies noted during the manufacturing process. Additional information received: is the broken off distal end of har36 the titanium blade tip? Yes. If not the titanium blade tip, what part broke off of the device? If it is the titanium blade tip that broke off, was it retrieved from the patient and if so, how was it retrieved? Yes was there any change to procedure or post-op patient care? No. Is the broken titanium blade tip being sent back with the rest of the device for analysis? Yes, sent back or was the broken titanium blade tip discarded?

Event description:
It was reported that during an unknown procedure the distal end of the har36 broke, with the broken piece retrieved and taken out. The case was completed by using another har36. Customer cannot provide anymore details about the circumstances in which the issue occurred. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The device was returned with the blade tip broken off and returned. The device was functionally tested with a gen11. During functional testing an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. The device will stop activating when the blade becomes damaged. The device was disassembled to inspect the blade and the blade breaking point was located at an area inside the tube proximal to the tissue pad. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. No conclusion could be reached as to how this issue occurred. The batch history records were reviewed with no anomalies noted during the manufacturing process